Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, during the initial cannulation of the papilla, the device was energized, and then cutting wire broke. It was reported that the device had three to four rotations prior to energizing the device. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, during the initial cannulation of the papilla, the device was energized, and then cutting wire broke. It was reported that the device had three to four rotations prior to energizing the device. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken from the proximal pierce hole. The returned guidewire was found to be in good condition. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire as observed in the product analysis. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.